Manufacturer narrative:
The customer¿s experience with false door open/safety clamp open alarms was confirmed and replicated during testing. During the visual inspection the sear was observed at the hinge pin. The pcu event identified an infusion of potassium chloride on 21march 2018. The log showed during the course of the infusion the source device alarmed with ¿flow stop open¿ alarms. Testing recreated the ¿safety clamp open/ close door¿ alarms. Through testing performed on alaris system maintenance v10.33, the door sensor is functioning properly. It is believed the damaged sear is causing a misalignment of the sear¿s right leg and the door sensor. The damaged sear was replaced with a known good component and functionally tested. There were no errors or malfunctions observed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. CAPA reference : (B)(4).

Event description:
The customer reported that while changing the primary potassium 20meq/50mls infusion bag (door was not opened), the alarm sounded ¿safety clamp open/close door¿. The tubing was reseated and the alarm sounded again. The pcu and the pump module were removed for repair. The customer further states that the event did not reach the patient and there was no harm.